Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are previous complaints of this code batch for the same issue. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. Nevertheless, without closed samples a proper analysis cannot be performed. Taking into account that there are no previous complaints of this code batch we consider that this is an isolated unit, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the monosyn violet suture. It was noted that the needles detached from the sutures as soon as the packet was opened. This occurred during one procedure and there was no patient harm. Additional information was not provided.